Manufacturer narrative:
For the follow up MDR submitted (B)(4) 2011, MFR received date should have been (B)(4) 2011.

Manufacturer narrative:
The customer returned two hand-held barcode readers. In house testing of these readers found them to successfully read in-house barcode labels as well as the barcode labels returned from the customer site. The investigation was not able to determine the exact cause of the customer's issue; however, the bar code height of the returned barcode labels, 11.95 mm, had failed the minimum bar code height specifications of 12.7 mm stated in the cd sapphire operator's manual. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn sapphire operator's manual, list 08h10-02, revision a, contains information to address the customer's current issue. The investigation concluded that there was no malfunction for the two returned hand-held barcode readers. Review of complaint tracking and trending.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that the hand-held scanner of the cell-dyn sapphire occasionally misreads barcode labels on patient sample tubes. The customer provided one example of an initial scan reading "62005769" (incorrect) that re-read as "62050769" (correct). There is no issue with the analyzer's internal barcode reader. The customer supplies their own barcode labels, which the customer states meets abbott's specifications. The labels are not folded or misaligned. The customer states that this issue started when software version 4.0 was installed on the analyzer. There is no impact to patient management reported.